Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient used acetaminophen, which is against user guide recommendations. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).